Event description:
A user facility reported to olympus that the emergency light was blinking on the front panel. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - the emergency lamp indicator was noted blinking. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer's report of a ¿blinking emergency lamp indicator¿ was confirmed and determined to be the result of a failure of emergency lamp and harness. The root cause of emergency lamp and harness failure could not be determined. Olympus will continue to monitor field performance for this device.